Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process of multiple cartridges. A syringe needle change was performed resolving the issue. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl; cause was not known. Reportedly, hormonal fluctuations may have contributed to low bg. Customer drank juice and ate a snack to address bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the continuous glucose monitor was not in use on (B)(6)2020. The lowest blood glucose (bg) entered into the pump by the user was 183 mg/dl on (B)(6)2020. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.